Manufacturer narrative:
Follow-up received on 15-nov-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavy bleeding. Two years later, she required surgical intervention (pelvic surgery) to address her complications. These events, seen as pelvic pain and genital bleeding, are anticipated according to reference safety information for essure. Chronic pelvic pain and genital bleeding may occur during essure use. Considering the implied temporal relationship and their nature per se, causal relationship between this events and essure use cannot be excluded. Other non-serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device breakage ("one device broke"), embedded device ("coil device embedded within the fallopian tube tissue"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (1) and gravida. Concurrent conditions included dyspareunia, menorrhagia, nausea, epigastric pain and obesity. Concomitant products included bupropion (wellbutrin) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In june 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), abdominal distension ("constant bloating/ gastrointestinal or digestive system condition type: bloating"), fatigue ("fatigue"), back pain ("low back pain/lower back pain"), incontinence ("incontinence"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea") and vertigo ("vision/eye problems type: vertigo"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (B)(6) 2015: laparoscopic bilateral salpingectomy with removal of essure devices,hysterectomy (partia), surgery (29oct2015: laparoscopic bilateral salpingectomy with removal of essure devices, hysterectomy (partia), surgery (B)(6) 2015: laparoscopic bilateral salpingectomy with removal of essure devices, hysterectomy (partia) and surgery (B)(6) 2015: laparoscopic bilateral salpingectomy with removal of essure devices, hysterectomy (partia). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, back pain and vertigo had resolved and the device breakage, embedded device, device expulsion, genital haemorrhage, bladder disorder, fatigue, incontinence, weight increased, migraine, headache, urinary tract disorder, rash, tooth disorder, dysmenorrhoea, nausea and dyspareunia outcome was unknown. The reporter considered abdominal distension, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, incontinence, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vertigo and weight increased to be related to essure. The reporter commented: the end of the essure device presumably remained in the uterine cavity or myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on 22-may-2014: total bilateral occlusion urine hcg test done which confirmed negative. Concerning the injuries reported in this case, the following ones were reported via medical record:device breakage,device embedded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), device breakage ('one device broke'), embedded device ('coil device embedded within the fallopian tube tissue'), device expulsion ('migration of essure device location of device: uterus') and genital haemorrhage ('heavy bleeding') in a 44-year-old female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2012, gravida (state your total number of pregnancies: 3) and parity 2. *urine hcg test done which confirmed negative. Previously administered products included for contraception: levien in 2012. Past adverse reactions to the above products included dysmenorrhoea with levien. Concurrent conditions included dyspareunia, menorrhagia, nausea, epigastric pain and obesity. Concomitant products included bupropion hydrochloride (wellbutrin) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In may 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vertigo ("vision/eye problems type: vertigo"). In 2015, the patient experienced abdominal distension ("constant bloating/ gastrointestinal or digestive system condition type: bloating"), fatigue ("fatigue"), rash ("rashes or skin conditions"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), erythema ("rashes or skin conditions type: bruising") and contusion ("rashes or skin conditions type: bruising"). In june 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("low back pain/lower back pain"), incontinence ("incontinence"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problem") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In july 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and connective tissue disorder ("autoimmune disorder type of disorder: undifferentiated connective tissue disorder"). The patient was treated with surgery (B)(6) 2015: laparoscopic bilateral salpingectomy with removal of essure devices, hysterectomy (partia and (B)(6) 2015: laparoscopic bilateral salpingectomy with removal of essure devices,hysterectomy (partia). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, back pain and vertigo had resolved, the device breakage, embedded device, device expulsion, genital haemorrhage, bladder disorder, fatigue, incontinence, weight increased, headache, urinary tract disorder, rash, tooth disorder, dysmenorrhoea, nausea, dyspareunia, connective tissue disorder, erythema and contusion outcome was unknown and the migraine had not resolved. The reporter considered abdominal distension, back pain, bladder disorder, connective tissue disorder, contusion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, genital haemorrhage, headache, incontinence, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vertigo and weight increased to be related to essure. The reporter commented: the end of the essure device presumably remained in the uterine cavity or myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received , new reporter, event autoimmune disorder type of disorder: undifferentiated connective tissue disorder, rashes or skin conditions type: bruising , bruising were added . Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent sterilization. In (B)(6) of 2015, she began to experience symptoms that included, but are not limited to: constant bloating, fatigue, low back pain, heavy bleeding, chronic pelvic pain, incontinence, and weight gain. On (B)(6) 2015, she required surgical intervention to address her complications. A pelvic surgery was done. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and heavy bleeding. Two years later, she required surgical intervention (pelvic surgery) to address her complications. These events, seen as pelvic pain and genital bleeding, are anticipated according to reference safety information for essure. Chronic pelvic pain and genital bleeding may occur during essure use. Considering the implied temporal relationship and their nature per se, causal relationship between this events and essure use cannot be excluded. Other non-serious events were reported. Since an intervention was required, this case is regarded as incident. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain'), device breakage ('one device broke'), embedded device ('coil device embedded within the fallopian tube tissue') and device expulsion ('migration of essure device location of device: uterus') in a 44-year-old female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2012, gravida (state your total number of pregnancies: 3) and parity 2. *urine hcg test done which confirmed negative. Previously administered products included for contraception: levien in 2012. Past adverse reactions to the above products included dysmenorrhoea with levien. Concurrent conditions included dyspareunia, menorrhagia, nausea, epigastric pain and obesity. Concomitant products included bupropion hydrochloride (wellbutrin) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vertigo ("vision/eye problems type: vertigo"). In 2015, the patient experienced abdominal distension ("constant bloating/ gastrointestinal or digestive system condition type: bloating"), fatigue ("fatigue"), rash ("rashes or skin conditions"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), erythema ("rashes or skin conditions type: redness") and contusion ("rashes or skin conditions type: bruising"). In june 2015, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("low back pain/lower back pain"), incontinence ("incontinence"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problem") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and undifferentiated connective tissue disease ("autoimmune disorder type of disorder: undifferentiated connective tissue disorder"). The patient was treated with surgery ((B)(6) 2015: laparoscopic bilateral salpingectomy with removal of essure devices, hysterectomy (partia and (B)(6) 2015: laparoscopic bilateral salpingectomy with removal of essure devices,hysterectomy (partia). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, back pain and vertigo had resolved, the device breakage, embedded device, device expulsion, genital haemorrhage, bladder disorder, fatigue, incontinence, weight increased, headache, urinary tract disorder, rash, tooth disorder, dysmenorrhoea, nausea, dyspareunia, undifferentiated connective tissue disease, erythema and contusion outcome was unknown and the migraine had not resolved. The reporter considered abdominal distension, back pain, bladder disorder, contusion, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, genital haemorrhage, headache, incontinence, migraine, nausea, pelvic pain, rash, tooth disorder, undifferentiated connective tissue disease, urinary tract disorder, vertigo and weight increased to be related to essure. The reporter commented: the end of the essure device presumably remained in the uterine cavity or myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: reporter was added, no new clinically significant information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), device breakage ("one device broke"), embedded device ("coil device embedded within the fallopian tube tissue"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. A64637) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage (1) and gravida. Concurrent conditions included dyspareunia, menorrhagia, nausea, epigastric pain and obesity. Concomitant products included bupropion (wellbutrin) and topiramate (topamax). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), abdominal distension ("constant bloating/ gastrointestinal or digestive system condition type: bloating"), fatigue ("fatigue"), back pain ("low back pain/lower back pain"), incontinence ("incontinence"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea") and vertigo ("vision/eye problems type: vertigo"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery ((B)(6) 2015: laparoscopic bilateral salpingectomy with removal of essure devices,hysterectomy (partia). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, back pain and vertigo had resolved and the device breakage, embedded device, device expulsion, genital haemorrhage, bladder disorder, fatigue, incontinence, weight increased, migraine, headache, urinary tract disorder, rash, tooth disorder, dysmenorrhoea, nausea and dyspareunia outcome was unknown. The reporter considered abdominal distension, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, incontinence, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vertigo and weight increased to be related to essure. The reporter commented: the end of the essure device presumably remained in the uterine cavity or myometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion urine hcg test done which confirmed negative. Concerning the injuries reported in this case, the following ones were reported via medical record:device breakage,device embedded. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events: abdominal distention and low back pain were clubbed with previously reported events. Events: migraine, headache, bladder or urinary problems or changes; bladder disoder, bladder or urinary problems or changes; urinary tract disorder, migration of essure device location of device: uterus- partial expulsion, tooth disorder, dysmenorrhea, vertigo were newly added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device breakage ("one device broke"), embedded device ("coil device embedded within the fallopian tube tissue") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dyspareunia, menorrhagia, nausea and epigastric pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("constant bloating"), fatigue ("fatigue"), back pain ("low back pain"), incontinence ("incontinence") and weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery laparoscopic bilateral salpingectomy with removal of essure devices).essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, embedded device, genital haemorrhage, abdominal distension, fatigue, back pain, incontinence and weight increased outcome was unknown. The reporter considered abdominal distension, back pain, device breakage, embedded device, fatigue, genital haemorrhage, incontinence, pelvic pain and weight increased to be related to essure. The reporter commented: the end of the essure device presumably remained in the uterine cavity or myometrium. Diagnostic results: urine hcg test done which confirmed "negative". Concerning the injuries reported in this case, the following one/ones were reported via medical record:device breakage,device embedded. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2018: the medical record received:the event device breakage,device embedded added,concurrent condition added,reporters added,lab data added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.